Event description:
Two patient samples with discrepant results. Patient 1, initial creatinine result 17.0 mg/dl. Same sample repeated gave result of 0.6 mg/dl. Patient 2, initial calcium result 7.2 mg/dl. Same sample repeated gave result of 8.8 mg/dl. Initial results were not reported. The field service representative determined the cause to be an intermittent rinse mechanism leak. The instrument was repaired.